Event description:
It was reported that during a routine change out, the ventricular lead exhibited high lead impedance due to a fractured lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.